Event description:
Per the clinic, it was reported that the patient ingested a rechargeable battery (date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Event description:
Correction: per the clinic, it was reported that the battery was not ingested by the patient.